Event description:
It was reported that the blue fiber cable end was damaged. It was replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the blue fiberconnect kit. The system was verified and ready for use.